Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the bag leaked from a split in the tubing. See supplemental for device information.

Manufacturer narrative:
For clarity, describe event or problem was updated from "the customer reported the bag leaked from a split in the tubing." To "the customer reported the enteral feeding set leaked from a split in the tubing." Also, brand name and common device name were completed and model #/lot # was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding set leaked from a split in the tubing. The item code was either 773662 or 773656.